Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during programmer interrogation, the pacemaker-dependent patient's right ventricular lead was sensing spurious signals which inhibited pacing. The patient experienced asystole and syncope. The lead was capped and replaced. The patient was recovering.